Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump system with tubing clamp. Sorin group received a report that the display of the scp failed to show the flow rate during an ECMO procedure. There was no patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group deutschland received a report that the display of the scp failed to show the flow rate during an ECMO procedure. There was no report of patient injury.